Manufacturer narrative:
The pod was received with the soft cannula deployed. Inspection of the soft cannula found it to be stretched, which resulted in tears to the exposed and unexposed portions of the soft cannula as the formed needle was found to puncture the soft cannula. The exact timing and cause of the damage could not be determined. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. No other damages or manufacturing deficiencies that would prevent the delivery of insulin were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 22 mmol/l (396 mg/dl) with ketones of 0.9 mmol/l (16.2 mg/dl) while wearing the pod between 5 and 24 hours on the abdomen. As treatment the patient administered quick acting insulin and long acting and then changed the pod. The patient resides in the UK but was travelling in austria at the time of the event.